Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and during testing found that the blue cable locked up and gave the l3-018 error, confirming the customer complaint. To correct the customer complaint, the analysis site replace the blue cable. The e-clip was replaced due to it was damaged during disassembly. After servicing the unite passed qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
The event was reported that while performing a breast biopsy, when attempting to take a sample, the holster gave a blue cable error and stopped working. The case was aborted. The patient will be rescheduled once the loaner has arrived. Additional information obtained on 01/29/2008; reschedule was completed on eleven days earlier, without incident.